Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 180 units of insulin. There was no impact to the customer's blood glucose level. Customer successfully added insulin to the cartridge and loaded it on the pump to resolve the issue.